Manufacturer narrative:
Complaint no. : (B)(4). The actual device involved in this incident has been requested for evaluation. Should the device be returned, a follow up report will be submitted upon completion of the evaluation. A batch review has been requested on the involved lot. A follow up report will be submitted following completion of the batch review.

Event description:
Baxter-(B)(4) received a customer report involving a device that was observed to have overinfused during patient use. No injury or medical intervention is associated with this report. The device with 240 ml of 5-fu. The device was observed to have flowed 13 hours earlier than expected.